Manufacturer narrative:
(B)(4). Date sent 6/24/2025. D4 batch # investigation summary- a 16 beads linx device was returned in used condition. The device was returned in a locked position, in addition an attempt to unlocked was unsuccessfully made. A cut wire and bent wires were noted along the device, between the beads. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, tooling marks were noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria a manufacturing record evaluation was performed for the finished device lot number 18671, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/2/2025. Corrected data: b1, b2, h1. Additional information was requested, and the following was obtained: in the event description it states, "device was sitting at an angle across esophagus". Did the device migrate from the original implantation area? No, a recurrent hiatal hernia displaced the device upward as opposed to device migration. How was the migration of the device diagnosed (chest x-ray, esophageal line at explant)? Chest x-ray and CT scan. Are there images available that shows the migration? No, done at another facility. Did the patient have a hiatal hernia at the time of implant? If yes was this repaired at this time of implant? Yes on both accounts. Did the position of the device change based on the hernia reoccurring? Recurrent hiatal hernia displaced device upward. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4) date sent 6/20/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a second operation to repair recurrent hiatal hernia. Decision was made to explant the linx during this procedure. Device was sitting at an angle across esophagus. Extensive adhesiolysis required to perform hiatal hernia repair. Patient has higher risk if a third operation to repair hernia was required in the future. Lxmc16 - lot# 18671 - implanted on (B)(6) 2018. One device returning.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2025. D6a: exact date is unk. Assumed first day of the month and first month of the year. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: in the event description it states ¿device was sitting at an angle across esophagus¿. Did the device migrate from the original implantation area? How was the migration of the device diagnosed (chest x-ray, esophageal line at explant)? Are there images available that shows the migration? Did the patient have a hiatal hernia at the time of implant? If yes was this repaired at this time of implant? Did the position of the device change based on the hernia reoccurring? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.